Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy and rectal perineal revision due to stress urinary incontinence. The patient experienced inflamed chronic painful areas, dyspareunia, band too tight, vaginal pain, vaginal bleeding, urinary problems, incontinence, abdominal pelvic pain, and voiding issues - bladder control. The patient was treated for prolapse from (B)(6) 2007 and then underwent mesh revision on (B)(6) 2007. The patient experienced vaginal mesh erosion and had mesh revision on (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and (B)(6) 2007 and mesh was used. It was not stated which product was implanted during which surgery. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent revision of vaginal mesh erosion on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted. See also medwatch 2210968-2012-05642 and 2210968-2012-05643. The same patient is represented in each medwatch.